Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered intermittent resistance on the right master tool manipulator (mtm). The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide further information regarding this case. The only thing that a nurse could say was that the instrument returned to its original or first position when releasing the right handle of the console.

Manufacturer narrative:
Based on the customer claim of intermittent resistance with the master tool manipulator (mtm), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm that the right mtm did not return to the home position on startup. The mtm was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was able to be reproduced during sine cycle testing. The mtm did not return to the home position. The a4 motor cable and axis 3 potentiometer will be replaced. Isi reviewed the site¿s complaint history and found another instance of the same issue was document in patient identifier (B)(6).